Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cracked connector) has been confirmed. Upon eval, the trunk cable connector was cracked, preventing the electrode belt from securely connecting to the monitor. The cause for the cracked connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the cracked connector. The pt received a replacement electrode belt.

Event description:
During servicing of electrode belt sn (B)(4) for an unrelated complaint, a reportable problem was discovered. The belt had a cracked trunk connector, preventing it from making a secure connection with the monitor. The pt was issued a replacement electrode belt.